Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. Visual inspection of the device did not identify any damages or defects. After destructive testing was performed, the sheath was found to be torn underneath the burr housing strain relief. When the advancer was connected to fluid infusion and fluid was infused through the device, a leak was identified from the burr housing strain relief, but the cause for the leak could not immediately be observed. In order to observe the reason for the leak, destructive testing was performed in which the burr catheter was dismantled, and the interior components were observed. Product analysis confirmed the reported events, as the sheath was torn underneath the burr housing strain relief and leaked fluid.

Event description:
It was reported that the catheter was leaking. The 90% stenosed target lesion was located in the left anterior descending coronary artery (lad). A 1.25mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the catheter was leaking fluid. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter information: (B)(6).

Event description:
It was reported that the catheter was leaking. The 90% stenosed target lesion was located in the left anterior descending coronary artery (lad). A 1.25mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the catheter was leaking fluid. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.